Manufacturer narrative:
Results: one used sample was received. A visual/microscopic examination showed the needle was retracted and the white button was depressed. The needle was reassembled to the out position, observed there was no mechanical/physical damage to the springs or needle hub or grip. There was no evidence of adhesive on the button, grip or hub. A functional test (needle retraction) was performed: the white button was depressed and the unit did retract. The retraction was successful, meeting no resistance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7037967. Conclusion: an absolute root cause for this incident cannot be determined as reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after injection the needle from the 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter failed to retract. No medical interventions were done.